Manufacturer narrative:
The reported events were high pacing impedance and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix extended bent and damaged. X-ray examination confirmed the helix was bent / damaged. The cause of the reported event was isolated to the helix bent / damaged which consistent with procedural damage. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. It was observed the helix retracted on its own. The rv lead was removed and a new rv lead was used to complete the procedure. The patient was stable.